Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery, when robot arm was sent on trajectory, multiple communication errors occured. The doctor had to redo the trajectories after restarting the robot in order to make it work. Surgery was finished successfully.

Manufacturer narrative:
It was reported that during a surgery, multiple communication errors occured while the robot arm was moving to the target. The investigation of the data showed that the cause of the communication failures are an overload which occured on axis 1 of the robot arm. The origin of the overload cannot be precisely determined as no collision or evidence of excessive forces are present.